Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was non-malignant pain and other chronic/intractable pain in the trunk and limbs. It was reported that the patient's pump was being turned off and on. No symptoms were reported. No further complications have been reported as a result of this event.